Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, ramping numbers, or scroll bar moving on its own were noted. The insulin pump was received with a minor scratched liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a stuck up arrow button during a bolus attempt. The customer stated that the up arrow button kept rising without going down. She removed and reinserted the battery, and the insulin pump alerted that the battery change had been too slow. She was unable to clear the alarm, as the buttons were unresponsive. The customer did not know the blood glucose reading. The customer did not observe any other significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.